Event description:
On (B)(6) 2013, the patient reported that her infusion device displayed e6 (mechanical error). She stated that insulin had leaked from her insulin cartridge into the cartridge compartment of the infusion device. The patient stated that it was a very small amount of insulin that had leaked and she was able to clean it out of the device. After troubleshooting, the e6 message did not reappear and the patient did not have any further issues with the leaking cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for product evaluation.

Manufacturer narrative:
Since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product requested to be returned.